Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue. From the event description, we can determine that the cause of this complaint was use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home patient (hp) not being connected and to notify them that the supply bag was spilling solution. The supply bag was not properly connected. The technical service representative (tsr) walked the caller through ending therapy and advised to start over with new cassette and bags during follow up the patient stated that there was nothing noticed that would have caused the line to separate. She stated she may not have made a tight connection and now checks the connection by giving a tug on the tubing. The nurse was contacted regarding the event and there was no patient injury or medical intervention reported.